Event description:
The core impaction drill was sent in for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Under-lubricated bearings was identified as the probable cause of the overheating described.